Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device and otv-s300, a scope communication error e216 occurred. The user replaced the subject device with ch-s200-xz-ea to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the subject device and found that a scope communication error e216 occurred and the endoscopic image of the subject device was not displayed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect in the power source cable caused the event. Olympus will continue to monitor field performance for this device.